Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus. The customer's blood glucose reading was 47 to 443 mg/dl at the time of incident. Customer treated with a shot. The customer was advised to prime the device and insulin exited the tubing. And alarmed no delivery. Troubleshooting found that the cannula was bent. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction.